Manufacturer narrative:
Analysis found the unit with motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform the occlusion test. There was no moisture damage found on the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they received a motor error alarm. The customer's blood glucose was 398 mg/dl at the time of incident. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The customer's mother stated that the insulin pump will not rewind. The customer's mother was advised that the insulin pump will need to be replaced. The customer's mother was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.